Event description:
The user facility reported that while removing a loading cart from the sterilizer chamber, the cart fell off of the transfer carriage base. The loading cart was loaded with linens at the time it fell from the transfer carriage. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the transfer carriage and loading cart and found the loading cart was bent. The technician determined the loading cart had been bent as a result of the cart hitting the floor following the reported event. The technician inspected the transfer carriage docking station and was unable to identify any faults with the transfer carriage's locking and unlocking mechanism. The technician successfully docked and undocked the transfer carriage several times and was unable to duplicate the reported event. At the customer's request, the transfer carriage and loading cart were replaced under steris warranty. Additional in-service training was provided to the facility on the proper use and operation of the transfer carriage following the event. No further issues have been reported.